Event description:
It was reported that there was damage to the pump housing surrounding the usb port, rendering it no longer watertight, though the specific cause was identified as normal wear and tear. There was no adverse impact to the customer¿s blood glucose level as the ability to charge the pump was unaffected. The customer received a replacement pump from technical support after sending photos of the damage and communicated that they would continue using the current pump until the replacement arrived. Technical support guided the customer on putting the pump into storage mode before returning it and confirmed the shipping details without requiring a delivery signature.